Manufacturer narrative:
Customer reported that their AED is prompting an error code of "AED error or warning; pads warning". The customer stated that the "pads are showing missing" while pads are connected to the AED. This happened with two different pads. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED is prompting an error code of "AED error or warning; pads warning". The customer stated that the "pads are showing missing" while pads are connected to the AED. This happened with two different pads. The AED maintenance activity was not reported. They did not report that this event occurred during patient use.